Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 183, 242 and 255 mg/dl. The customer¿s expected fasting blood glucose test result range is 70 - 120 mg/dl; daughter stated this is the range endocrinologist wants customer blood glucose to be. Customer was not using the proper testing technique and was using alcohol on fingers prior to testing. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).